Event description:
It was reported that the patient is deceased. The patient had a dual chamber implantable cardioverter defibrillator (ICD) system in place. Further review of the manufacturer's database indicated the patient died approximately two months post the implant of the right ventricular lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received.